Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the patient¿s ipg site wound has opened and had drainage. Subsequently the patient underwent surgical intervention on (B)(6) 2017 wherein the physician scraped the ipg pocket and applied antibiotic powder. Also, ipg was explanted.